Manufacturer narrative:
As the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway.

Event description:
It was reported that some time post port placement, leakage occurred. There was no reported patient injury.

Event description:
It was reported that some time post port placement, the contrast examination was performed which allegedly identified a subcutaneous contrast leak. It was further reported that the port device was removed and upon removal the catheter was allegedly found kinked. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: one powerport MRI isp with a groshong catheter was returned for evaluation. Functional, gross visual and microscopic visual were performed. Mushrooming was noted between the port body and proximal end of the cath-lock. The investigation is inconclusive for the reported leakage issue, as the exact circumstances at the time of the reported event are unknown and the reported event could not be reproduced in the lab. Also, the investigation is confirmed for the identified deformation issue, as two circumferential kinks were noted approximately 1.2cm and 2.6cm from the distal end of the cath-lock. Based upon the available information a definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, g4. H11: h6 (method, result, conclusion), h11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.